Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump with one that has updated software, and the customer agreed to use multiple daily injections as a backup therapy. Technical support confirmed the shipping address, provided instructions for storing the old pump, and outlined the steps to take upon receiving the replacement. The customer was instructed to return the malfunctioning pump using a pre-paid label, which they acknowledged.